Event description:
User reported to dealership that while she was in a static position, she leaned forward and subsequently fell out of the chair, which resulted in a fractured leg.

Manufacturer narrative:
The customer requested from the dealer that we make a frame that had the closest measurements to the users other chair (not made by tilite). The dealer neglected to include specific measurements to achieve this goal. Upon delivery the dealer neglected to insure that this frame was a proper fit for this user. The DHR has been reviewed. This frame met all specifications requested before leaving the center (B)(6) 2022. The dealer detailed his order process including the measurements he requested for the custom wheelchair. The dealer had all of his notes with measurements and included some pictures detailing the chair. It is noted that the dealer did not include existing measurements consistent with the tilitte worksheet. It was explained that these measurements were crucial to produce a replica of her existing chair in the cad production process. The dealer was specifically asked about those measurements. The dealer was not aware of those measurements. The dealer was informed that it was crucial to include the four measurements to accomplish the closest replica of her existing chair. The dealer states that he did not provide complete measurements and drop shipped this chair directly to the customer without having a formal fitting completed.